Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. The patient reported that three cannulas were not inserted properly to body within 3 or more hours after insertion on (B)(6) 2024. The infusion set in use around 3 hours. The insertion site was at abdomen. The customer regularly rotates site location and confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.